Event description:
Caller reported that the t:slim x2 pump battery would not charge, with alert 07 indicating a power source issue in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer changed the charging supplies, using the same tandem wall adapter and charging cable, and this resolved the issue. The pump began charging, and no further assistance was required.